Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. See correction in h6 (component code) . The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities. As well as in appearance, we could not determine, the cause of the phenomenon, based on the investigation result. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use for the transurethral resection of the prostate using the subject device at the user facility, it was found that the endoscopic image of the subject device became like sandstorm display when the subject device was connected to the video processor otv-s190. After that, the reported image issue was resolved, so the intended procedure was performed and completed using the subject device. On the same day, two procedures, including this procedure, was performed using the subject device at the user facility, and in both procedures the same image issue occurred during the inspection before use. The subject device had been reprocessed with the low temperature plasma sterilization system (sterrad) after primary cleaning. There was no report of patient injury associated with this event. This report is 1 of 2, and regarding first procedure.